Event description:
In 2005 the lay user/pt contacted lifescan (lfs) alleging that his one touch ultra meter was reading inaccurately low. The medical affairs specialist (mas) mailed a letter to the pt five days later. Pt visited his doctor and compared a reading on his one touch ultra meter to another reading taken on a hospital blood glucose device. The hosp meter gave a reading that was 10 points higher than his own meter. His doctor gave him 2 glyburide pills and increased his dosage from 2 pills to 4 pills total. It is unknown whether the increase in his glyburide pill consumption was temporary or permanent as part of his medication regimen. Prior to being treated by the doctor, the pt reportedly consumed an unspecified food and/or beverage. The pt did not have any acute signs/symptoms of hypoglycemia or hyperglycemia during the visit. The pt reported the following readings from his meter: 7.9, 7.8, 8.3, and 6.7. The customer care advocate (cca) verified that the pt's meter was set to the wrong unit of measurement setting. The cca corrected the unit of measurement setting on the meter and walked the customer through a control solution test that passed. The cca verified that the pt was obtaining his blood samples from his fingers and was cleaning the puncture sites correctly. Also, the cca verified that the pt was applying his blood correclty to the test strips. The meter, test strips, and control solution were replaced. This complaint is being reported since the meter was set incorrectly to the wrong unit of measurement setting.